Event description:
The customer reported that the shock button was not working.

Manufacturer narrative:
The customer reported that the shock button was not working. The device was evaluated by phillips. And the reported symptoms was duplicated. The shock button insert was replaced. This resolved the symptom, and the device passed all testing.